Manufacturer narrative:
The sample has been returned to arrow. Eval indicates that the quick connector was removed from the sys at some point during use and replaced with another adapter. This replacement adapter is probably the cause of the pump alarms persisting. Since the quick connector was not returned for eval, the leakage could not be confirmed.

Event description:
It was reported that immediately after insertion of the iab, the pump's helium loss alarms activated and pressure waveform was poor. The iab was removed and replaced without any complications.